Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support and successfully reset the pump, allowing them to start their sensor session without further issues.